Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he was not hearing anymore when using the device. Re-implantation is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient suddenly stopped hearing with the device approximately 1 week before meeting at the clinic on april 25, 2022. Re-implantation is planned, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly stopped hearing with the device approximately 1 week before being seen at the clinic on (B)(6) 2022. The user has been re-implanted.